Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed fourth safety disk leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and it was being found that the unit was due for safety disk and battery replacement during pm. The parts were on back order. Once the parts had received than the parts had replaced (0202-00-0140, 0202-00-0142) further from which the unit had been verified and it had passed all the manifold tests. The unit was returned to the customer because the unit had passed all the functional testing. There was no involvement of the patient.the failure analysis and testing dept. Received part number 0202-00-0140 rev. J, sn: (B)(6) with a reported unit failure of a failed leak test.the fat performed a visual inspection and found the part to be in good condition.the fat installed the safety disk in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part failed the membrane leak differential test. Fat confirmed the reported failure but no root cause defined.retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).